Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that while testing during implantation the nail failed to distract after multiple attempts to lengthen intra-operatively. The procedure was completed using a new nail. The nail was examined after the procedure and the male/female junction was reportedly never securely fastened together allowing the nail to be pulled apart with little to no effort.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product revealed no external damage. The nail was determined to have been partially distracted. The nail's initial length was measured at 301.12 mm; further investigative inspection of the returned nail revealed the distraction rod was functionally lengthening by hand which would likely indicate a broken internal component. The reported event is therefore confirmed as the distraction rod was loose; this is usually referred to as "pistoning" which would indicate a retention failure. The x-ray images of the internal components taken upon return revealed the thrust bearing and planets have been found to be loose in the housing tube as well as disengaged from the housing tube. The inspection data for the lots of the thrust bearing and planets as well as the housing tube have been reviewed and confirm the parts met design specifications per the engineering drawings. The cause for the disengagement of the thrust bearing and planets from the housing body cannot be identified at this time. Device records review: review of the device history records indicates the unit met all quality specifications and testing prior to product departure per the work order.